Event description:
It was reported that noise was observed on the ventricular lead. The patient did not receive inappropriate therapy. Egms revealed that the noise was indicative of an issue on the sense/pace portion of the ventricular lead.

Manufacturer narrative:
No medwatch form was received.